Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. UDI d11/add'l concomitant products provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent a spinal surgery. Four rods were used in the construct and two (2) expedium 4.5 rods from a spinal growing rod construct were fractured. The cause of the fracture may have been from cyclical loading which fatigued the rods since it is a fusionless system. The two (2) x 300mm inferior rods fractured. Please note the anchors in this system were trolley screws that require health care (B)(6) special access. The rods are health care (B)(6) approved. Concomitant device: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) expedium spine system rod, straight (with hex ends) 4.5 x 300mm. This is report 1 of 2 for (B)(4).